Event description:
Customer reports that they removed the unit from storage and noted that the display was dim. There was no patient involvement. Customer reports that the unit is set to the highest intensity. The remote service engineer (rse) advised customer to replace the user interface (ui) assembly and advised that the unit will need software version 2.10 or higher. Further information is pending.

Manufacturer narrative:
The customer replaced the user interface assembly and resolved the issue. Although requested to be returned, the removed component was reported to have been scrapped.